Event description:
Info received indicates the bed is not sending a nurse call to the nurses' station.

Manufacturer narrative:
The technician found the 37 pin connector was broken on the utv relay j-box circuit board. The technician replaced the j-box circuit board to repair the bed.